Event description:
The complainant has reported that a pt underwent a therapeutic holap with stone manipulation procedure for treatment. The zero tip nitinol stone retrieval basket broke. The clinician was able to retrieve the 7 inch portion of the basket (and wire). Another of the same device was utilized to successfully complete the procedure. A laser was utilized during the procedure, not at the same time as the zero nitinol basket. The procedure was successful with no reported ill effects sustained by the pt. The pt condition is noted to be fine.